Event description:
During a vlc procedure, the device fired 2 clips together. The s extra clip was removed with a forceps, but at the following firing 2 clips were released. The device was replaced with another lot that presented the same defect. The case was completed with the second device. There were no adverse consequences to the patient.